Event description:
New information received notes that the lead was capped on (B)(6) 2017.

Manufacturer narrative:
A partial lead with the connector pin measuring 20 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes that the patient was stable.

Event description:
It was reported that fracture was observed. The patient is pacemaker dependent. A medtronic leadless device was implanted as the patient¿s primary support. The lead remains implanted and programmed on as backup support. The patient will continue to be monitored normally.